Event description:
It was reported that a user experienced intermittent communication between the dexcom g7 continuous glucose monitor (cgm) sensor and the ilet, resulting in a temporary lack of glucose readings; the issue was attributed to interoperability and antenna-related components based on the device problem and component information. The user experienced a glucose peak of 203mg/dl with no adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information they provided. Investigation of this case revealed an interoperability problem associated with intermittent communication failure, with involvement of electrical and magnetic components and the antenna. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.